Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a product audit at their facility, they identified eight cases where the trocars leaked during the vitrectomy procedures. The procedures were completed with no patient harm reported. Additional information has been requested for the events; however, upon follow up the customer informed that the product samples associated with the events were discarded. No further information available. This is fourth of eight reports being filed for the same event at the same facility.

Manufacturer narrative:
No sample has been returned for evaluation. A device history record review for the product lot was conducted. According to the device history record reviews the product was released in accordance with all product acceptance criteria. A complaint history examination indicates this is the twentieth complaint received for leaking against the components of the reported lot. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. An investigation has been initiated to identify a root cause and corrective/preventive action for leaking trocars. (B)(4).